Event description:
End-user alleges that while using the shower chair it split in half. End-user allegedly fell in tub. Fire department was called to get her out of tub. No injury is alleged at this time.